Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 mobile application was requesting initial calibrations after entering calibrations. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event that the g5 mobile application was requesting initial calibrations after entering calibrations was confirmed. A root cause could not be determined.